Event description:
On (B)(6) 2011 the patient reported having issues with the up/down buttons of her infusion device. She stated the buttons were stuck and unresponsive. The issue occurred in 2010 and she discarded the infusion device. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.